Manufacturer narrative:
Initial reporter full name: (B)(6). Product status: the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture that occurred. There was no reported injury to the patient.